Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2021-36831. It was reported that the patient presented in clinic for device upgrade. The right atrial lead exhibited over-sensed noise which resulted in inappropriate mode switch and the right ventricular lead had insulation damage. The physician elected to leave the leads implanted and no intervention was made. The patient was stable.